Event description:
It was reported that during a da vinci-assisted paraesophageal hiatal hernia surgical procedure, an error message was displayed, prompting to check the jaws of the synchroseal instrument for damage. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed the customer reported complaint. Failure analysis found the primary failure of cut electrode thermal damage to be related to the customer reported complaint. The instrument was found to have thermal damage on the cut electrode located on the bottom jaw of the grip set.